Manufacturer narrative:
Additional information was received from the user facility. There was no alleged device malfunction or nonconformance. The physician believed the event was related to the procedure and possibly to the other devices used in the procedure.

Event description:
The patient presented with a ruptured saccular anterior communicating artery (aca) aneurysm and a grade 1 acute subarachnoid hemorrhage. Following the successful placement of two coils, angiography revealed a focal thrombus within the origin of the right aca, a2 segment. This was treated with two separate weight-based boluses of intravenous eptifibatide for a total dose of 15.8cc. Final angiography revealed the thrombus was resolved and the aca was patent. The event was reported to be "resolved with no clinical effects."